Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
The physician was on the final tighten when the screwdriver tip broke. Tip remained implanted.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.